Event description:
Allegedly, the patient was revised due to adverse soft tissue reaction to particle debris (right). (B)(4).

Manufacturer narrative:
This is the same event as 3010536692-2015-00840. This event occurred in the (B)(6).